Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set device experienced back flow of blood from device to patient . The following information was provided by the initial reporter. The customer stated: blood retracted up the device back into the patient. On inserting the tube into the holder of the wing set that "show" of blood that works it's way down the tube to show you've gotten into the vein, started to retract back up into the patient causing a haematoma.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set device experienced back flow of blood from device to patient . The following information was provided by the initial reporter. The customer stated: blood retracted up the device back into the patient. On inserting the tube into the holder of the wing set that "show" of blood that works it's way down the tube to show you've gotten into the vein, started to retract back up into the patient causing a haematoma.